Manufacturer narrative:
See MFR: 3012307300-2017-02147, 3012307300-2017-02148, 3012307300-2017-02149, 3012307300-2017-02151.

Event description:
It was reported that a cleo® 90 infusion set had no adhesive on the device to stick to the patient's skin. The patient's blood glucose went up to 250. More insulin was given to correct for high blood glucose. The outcome of the event was resolved when the patient used a new infusion set from a different box/lot. The patient reported no other adverse health outcomes from this event.

Manufacturer narrative:
Seven devices were returned for evaluation in used condition without their original packaging. Visual inspection of the devices found that one device was received without the site and adhesive and the retractor was activated. The other six devices did not present with any discrepancies. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manuafacturing process was performed on a similar part and found no discrepancies. Based on the evidence, a root cause was unable to be determined. No fault was found with the returned devices.